Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "slit" in the patient line extension set which resulted in a leak. This occurred during fill one of five of peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to close all clamps and end the therapy session. The patient would inform their peritoneal dialysis registered nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.